Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), the device was noted to exhibit premature battery depletion for the patient during routine device check, complained of decreased battery longevity. Based on implant date and time remaining, it appears a total of six years is the estimate. No obvious reason was known. The patient did not experience any symptoms. A review of device data was performed and there was no signs of abnormal battery depletion, the battery voltage curve appeared normal, and no sudden unexpected dips or unexplainable depletion was noted. No action or intervention was performed. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.